Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 54 mg/dl. Low bg cause was not known. Reportedly, customer addressed their bg by consuming carbohydrates. The paramedics were called and the customer was treated with intravenous fluids of dextrose. Recommendation was made to consult with a healthcare provider to discuss diabetes management. It was also reported that the customer experienced an elevated blood glucose (bg) level of ¿high¿ on continuous glucose monitoring. High bg cause was unknown. Customer changed supplies to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.